Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. There was a hole in the cuff. The cuff and balloon were replaced with a 4.0 cm cuff and 61-70 cmh2o balloon. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.